Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, difficulty placing the lead was encountered. The guide catheter was removed, inspected and noted that the tip was bent. A different guide catheter was selected and used for the procedure. The same lead was again attempted however, unstable threshold and high impedance were noted. The lead was re-positioned several times but the threshold and impedance did not change. The lead was removed and replaced with a new lead that was successfully implanted with acceptable parameters. No patient complications have been reported as a result of this event.